Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Patient weight and date of event are estimated.

Event description:
It was reported the patient was unable to enter MRI mode due to high impedance on one contact. As a result, surgical intervention may take place in the future to address the issue.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Additional components potentially involved in the event include: common device name: lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000114662.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2025, wherein the lead was replaced to address the issue. It is unknown which lead had high impedances.